Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was hospitalized on (B)(6) 2019 at 1:00pm due to diabetic ketoacidosis and high blood glucose level of 813 mg/dl. The customer's high blood glucose treated with insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room as result of high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. It was also reported that the drive support cap was normal and customer not able to performed displacement test as they did not have pump clip. The insulin pump will not be returned for analysis.